Event description:
The patient underwent successful coil embolization of an anterior cerebral artery aneurysm. Immediately post procedure, the patient¿s condition worsened related to aneurysm rupture, embolism, and vasospasm with ischemia. The patient expired two days post procedure; cause of death was related to vasospasm and corresponding ischemia. No other information was provided.

Manufacturer narrative:
The reported sensing anomaly was confirmed. Analysis noted insulation abrasions at 5.2, 38, 53 and 58.5cm from the connector pin. As a result, the proximal coil and cables were exposed. The abrasions are consistent with that produced by friction with the ICD can. No other anomalies were noted aside from the lead abrasions. The lead exhibited normal electrical characteristics.